Event description:
It was reported that a revision surgery was performed due to hypertrophic callus formation resulting in mal/non union.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our clinical/medical team noted insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, per complaint, the hypertrophic callus formation resulted in a mal/non-union after approximately 1.5 years which required revision. The provided unidentified/undated radiological image supports the reported non-union. No comparison images were provided for md review. The patient impact beyond the revision procedure cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.